Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros instrument 5600 system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4400 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4400 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within run precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4400. Email address for contact office in MFR site above is (B)(4).

Event description:
A customer observed a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros instrument 5600 system. Patient sample 1 result of 12.434 ng/ml versus the expected result of 0.022 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, a corrected report was later issued for the affected sample. No treatment was initiated, altered or stopped based on the reported tropi es result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).